Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s incident blood glucose level was 583 mg/dl. The customer was treated with manual shot. Customer did not experience any symptoms related to high blood glucose. The customer stated that the insulin pump had no delivery alarm. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.